Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the hakim valve was implanted on a (B)(6) child via cyst-peritoneal shunt on (B)(6) 2018 with an unknown initial setting to treat an arachnoid cyst. On an unknown date, the patient started vomiting and flow could not be confirmed by shunt contrast. Therefore, the valve was replaced to a new one (hakim) on (B)(6) 2020. When removing the valve, it was found that the saline did not come out from the distal catheter.

Manufacturer narrative:
The hakim valve was returned for evaluation: review of the history device records for the product code 82-3162 with lot 164449, conformed to the specifications when released to stock. Unique device identifier (UDI): (B)(4). Failure analysis - the valve was visually inspected, no defects noted. The position of the cam when valve was received was 50mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but no functional issues were noted during the investigation.

Event description:
N/a.